Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, when the stent was advanced over the guidewire and through the stricture, the nurse attempted to deploy the stent but met a lot of resistance. The physician ensured the elevator and scope dials were relaxed. The nurse attempted to pull harder until the pull wire separated from the catheter outside the scope and the stent failed to deploy. The stent and delivery system was removed and another advanix-naviflex biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent damaged.

Manufacturer narrative:
(B)(4). The returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent was buckled at proximal pigtail, also the stent was deformed, the pigtails did not have the proper shape indicating handling and manipulation of the device. Findings from visual analysis indicates that likely there were issues to deploy the stent during procedure. The stent was not kinked. No other issues with the device were noted. He reported event was confirmed. According to product analysis, the device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; visual assessment identified that the stent was damaged (buckled) at proximal pigtail, also the stent was deformed, it did not have the proper shape. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity, handling and manipulation of the device during procedure can lead to damage the stent, interaction with the scope/guidewire, also user technique to load the stent over the delivery system can contribute with the observed damages. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.